Manufacturer narrative:
Five photos and two actual samples were received by our quality team for investigation. Upon visualization of photos and the sample received, it was observed that the needle pierced through the catheter; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's assessment, the root cause of this incident cannot be determined. The quality team cannot determine if the needle pierced through the catheter during the manufacturing process as this failure may also occur during the application of the IV when the IV is manipulated.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "the needle pierced thru the catheter."

Manufacturer narrative:
The reported lot # [8360699] was not found for the reported catalog # [388523]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle pierced thru the catheter."